Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Newton af clinical study: (B)(4). Index ablation procedure was performed on (B)(6) 2021. The patient was presented at the 3-month following with atrial flutter in the 120s. The suspected cause was prior history of atrial flutter and related to worsening of pre-existing condition. A transesophageal echocardiogram (tee) cardioversion was scheduled. Patient had a tee cardioversion on (B)(6) 2022. Patient converted to sinus rhythm, and was started on amiodarone and metoprolol. Event was resolved on (B)(6) 2022. Additional information received indicated that the patient was scheduled and admitted for repeat ablation on (B)(6) 2022. The patient was stable and was discharged the next day. The event was fully resolved on (B)(6) 2022.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(4) clinical study (B)(4). Index ablation procedure was performed on (B)(6) 2021. The patient was presented at the 3-month following with atrial flutter in the 120s. The suspected cause was prior history of atrial flutter and related to worsening of pre-existing condition. A transesophageal echocardiogram (tee) cardioversion was scheduled. Patient had a tee cardioversion on (B)(6) 2022. Patient converted to sinus rhythm, and was started on amiodarone and metoprolol. Event was resolved on (B)(6) 2022.